Event description:
The rptr stated that their parent did meter to hcp meter comparison tests. The meter test was capillary, with a reading of 82 mg/dl. The doctor's meter (type unknown) test was reported as a venous draw, with a result of 151 mg/dl. The same (vial) test strips were used on both tests. Parent did not have any symptoms. It was stated that parent was "listless". Control testing was not done due to unavailability of supplies. No harm was alleged.